Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v342088, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient will have another surgery on (B)(6) 2018 since the device had an issue. They didn't know what kind of issue, they were just advised by their doctor. A fax from the hcp was received on a later day stating that the interstim was not working. The patient was leaking every morning for 2 weeks. The patient was not feeling stimulation. They did try to increase the amplitude but was still not feeling the stimulation. The patient was also complaining of the new onset of stress urinary incontinence with laughing, and that was also very bothersome to the patient. The patient stated that they had no dysuria or any other symptoms of a urinary tract infection. Patient did state that they had a fall sometime earlier in the year. During reprogramming: 1 new program was added and the patient felt good sensation, tolerated it well, and understood how to change programs. Battery life was noted to be 10-17 months, or 23-33%. Patient did have electrode impedance of all the electrode combinations with the exception of 3. Was able to do electrode, not bathing and outpatient field stimulus in the perineal area comfortably. Advised patient will need x-ray to determine lead placement and if lead needs to be replaced. The results of the pelvic imaging showed that the electrical stimulator device overlaid the inferior left sacrum. The device partially obscured the lower sacrum, lateral view. Surgical clips overlie the pelvis. There were no further complications reported.